Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain and degenerative disc disease. It was reported that the patient used to charge once a month and now she charges ever 2 weeks. This had been happening in the last 2-3 months. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.